Event description:
It was reported that the t:slim x2 pump battery failed to charge, and the pump screen remained dark despite troubleshooting efforts. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support advised the customer to plug the pump into a known working power outlet for at least 30 minutes and planned to continue troubleshooting the issue. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.